Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patients ipg was end of life and as such surgical intervention was undertaken wherein the ig was replaced and therapy restored.